Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with panel connection lost. No patient involved.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. It was reported that the hamilton-g5 ventilator displayed a ¿panel connection lost¿ alarm. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles, the issue reported could be confirmed. The device alarmed with "panel connection lost". It is important to emphasize that no patient was involved at the time the alarm occurred following the event, during service, the cable connection between the ip and vu was checked, and the vu esm was replaced as a correction. Following these actions, the ventilator was tested and confirmed to be operating properly. The unit was returned to the user in normal working condition. Hamilton medical ag considers this case closed.